Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2024-00428. It was reported that the patient's ipg reached end of life and the patient did not have effective therapy prior to the ipg becoming inoperable. Surgical intervention was undertaken to replace the lead and ipg. During the procedure one of the patient's leads was determined to be fractured. The ipg was replaced and the lead was removed and effective therapy was established postoperatively. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000067051.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain patient weight. Further information was requested but not received.